Event description:
It was reported that an altitude alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer successfully resumed insulin delivery using original cartridge.